Event description:
The customer stated that the inserts left an "imprint" on the aorta when clamp was removed. Physician believes this "imprint" may have caused an aortic dissection during surgery. The dissection was repaired without any further complications. The inserts were discarded.